Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer declined assistance from tandem customer technical support regarding this issue. Customer¿s blood glucose level was 189 mg/dl.